Event description:
The hcp reported that the pt contacted them and reported that they had seen another hcp who had done an x-ray which revealed that the catheter was out of the intrathecal space. No add'l info is available as the pt is now seeing a different hcp.